Event description:
The reporter stated that he did meter to hcp meter comparison tests within 20 minutes of each other. His meter reading was 69 mg/dl, and his doctor's (surestep) was 110 mg/dl. He did not have any symptoms. No control solution testing was reported. Attempts to contact the reporter for further info have not been successful.